Manufacturer narrative:
No blank display, audio/beep anomaly or button error alarm noted during testing. Device had unresponsive all buttons due to moisture damaged electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was alarming without an alarm. Customer¿s blood glucose was 7.2 mmol/l at the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer states the pump display went blank immediately after pump exposure to moisture. Customer states a constant tone was occurring. The insulin pump will be returned for analysis.